Manufacturer narrative:
The unit had missing segments due to a crack and bleeding lcd glass. The unit was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a broken display and a spot of ink on display. The customer's blood glucose level was unknown. No further details were given.